Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; specific bg value was not provided. A correction bolus via the pump was delivered to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.